Event description:
During a central venous catheter insertion, when aspirating, air entered syringe. A crack was noted in the hub of the needle. Another kit was obtained, and examination of the unused needle from the kit also showed a crack in the hub of the needle. No patient injury.